Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, a section in the right cusp appeared to have been excised for hospital histopathology. A valve holder was received with the valve in a specimen container. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. Tears of unknown origin in the left cusp appeared to have increased in size with the removal of host tissue on the inflow during explant. Tissue degeneration not related to mineralization may have contributed to the tears in the left cusp. Small tears on the tunica of all cusps appeared to be associated with the removal of host tissue during explant. A pocket in the tissue was observed along the outflow margin of attachment of the left cusp. All commissures were intact. Remnants of pannus remained attached to the sewing ring on the inflow adjacent to the non-coronary and left cusps, extending to the tissue and base stitching, into all inferior coaptive areas and 1 to 2.5 mm onto the inflow of both cusps showing a reduced inflow orifice area. An unknown amount of pannus appeared to have been removed on the inflow and/or outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. (B)(4).

Event description:
Medtronic received information that 27 months post implant of this bioprosthetic valve, the physician noted a torn leaflet with moderate central regurgitation and explanted the valve. The valve was replaced with another bioprosthetic valve with no adverse patient effects reported. It was noted that this was the patient's third heart surgery. The first valve (another manufacturers) was explanted after 8 months of implant due to a torn leaflet.

Manufacturer narrative:
Product analysis: the product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. Conclusion: analysis of this product is pending along with the device history record review. Upon completion, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Correction was made to the initial reporter section of the report. The initial report sent listed the incorrect initial reporter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.